Event description:
Pt had symptoms of lack of drug effect, irritable, stiff alternating with overdose symptom of somnolence. The pt does not speak and has a g-tube as well as a tracheostomy. They suspected the wrong drug concentration was put in the pump on refill. The drug was changed and the pt's symptoms persisted. A neurological work up was performed. A catheter contrast study was normal. The pt underwent explantation of the pump and implantation of a larger pump. It is unknown if the pt is improved post pump replacement.